Event description:
Pt prepared for surgical procedure vlap (visual laser ablation prostate). At the time the laser was turned on it was apparent that the unit computer chip went out. The pt had a spinal anesthesia at the time of the equipment failure. The pt had a cysto procedure performed and vlap was cancelled and rescheduled for the next week, thus necessitating an add'l hosp admission and anesthesia. (The laser had performed for the case preceeding this).